Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the insertion needle hub was separated from the sensor back. The insertion needle was not returned unable to confirm insertion complaint.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer's blood glucose was 155 mg/dl at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.